Event description:
The patient reported that they started having bowel incontinence and issues on the day of the report. It was indicated that the patient did not feel stimulation. It was noted that the device was turned off. It was further mentioned that the patient was set at 0.3v and did not feel the stimulation. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.